Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has experienced high blood glucose. The customer decline troubleshooting, because she thinks the pump is working properly. The customer's blood glucose was 600 mg/dl; treated with pump. Customer stated the doctor set her basal one too low.